Event description:
Tego cap was stuck on central venous catheter lumen. Care partner unable to remove or flush. Cp was instructed to wait for on call registered nurse to arrive but decided to try several tools (pliers, vice grips, and a knife) to remove and ultimately cut away the cap as it resisted all attempts to twist it off. Patient had to go to emergency room next day and ultimately had central venous catheter replaced in outpatient surgery. I have completed this form as it is required per our safety data entry site but I feel the cap was the least of our problems with this incident. The cap was stuck but the care partner was the escalating factor. I feel if the on call registered nurse was allowed to see pt and attempt removal it may not have been as big an issue. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".